Manufacturer narrative:
The actual date of event is unknown. The reported issue that the device unresponsive keypads or struck keys could not be confirmed. The root cause for the reported issue unresponsive keypads or struck keys was not determined. No further investigation of this issue is possible at this time, and no patient impact was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had unresponsive keypads and stuck keys. There was no patient involvement.